Event description:
User facility reported that during an in-office novasure procedure "pt appeared to be seize". The doctor aborted the procedure prior to ablation cycle. The pt had no prior history of seizure activity. It was later reported the physician felt the pt experienced a vasovagal reaction from pain as a result of a difficult dilation of the cervix. The physician's office reported the pt is doing well on follow-up and they will be rescheduling the ablation in the operating room.

Manufacturer narrative:
The lot number was not provided; therefore, an investigation or review of the device history record for the device was not able to be performed. The device involved in this event was not returned; therefore, an investigation was unable to be performed.